Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The 90% stenosed and eccentric target lesion was located in the severely tortuous and moderate to severely calcified ostial left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x12 mm balloon catheter. A 3.00x28 mm promus element¿ stent was then deployed in the target lesion and post-dilatation was performed with a 3x10 mm balloon catheter. However, the patient died.